Manufacturer narrative:
Device 3 of 7. Common device name- cure catheter® for men. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported by the product end user that there was "rough spots on the catheters". No harm reported. No photographs depicting the reported complaint issue were received by the end user/complainant.